Manufacturer narrative:
The type of report has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The doctor must see the patient to discuss the situation and probably schedule an intervention to control and change the extension if needed. The patient had an appointment with the doctor the following week and the doctor must schedule the revision of the system next month probably. There was no date at the moment. It was unknown if there will be any additional troubleshooting performed. Regarding the report that the device was disturbed twice in the lying position and reprogrammed, it was indicated that the device was now good, worked well and adapted properly. It was not related to a device, but maybe a position of the battery within the abdomen.

Event description:
Information was received from a manufacturer representative regarding a patient who has been implanted for two years with an implantable neurostimulator (ins). The patient's relevant medical history includes multiple foot and back surgeries. For some time, the patient felt electric shocks several times per hour. The shocks began gradually about several weeks ago and now it happens every 40 seconds when it's pressed at the level of the connection of its extensions. The paresthesia was always felt on the painful area and relieve the patient when they are active. The impedances were ok and there was no accident or trauma. It was inquired if it was from the programming. The physician also wanted to know if there was a way "to record over several days the pacemaker" to know if this could come from the system. The "pacemaker" was stopped due to the electrical discharges, and the patient experienced an increase in pain. The ins fit well but twice it had been disturbed in the lying position and it was reprogrammed. Review of the device data indicated the device had been turned off on (B)(6) 2017 and on and off again on (B)(6) 2017. Recharging of the device looked fine. The data showed no anomalies with the ins and the impedances measured do not suspect any issue with the lead or extensions. The situation as it was described was really signs of a fluid short. It was recommended to check the connections with the lead, extension, and header block and to clean them out and reattach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.